Event description:
According to the reporter, when using the handle of the video laryngoscope in combination with the battery, the screen did not display ay. The screen changed to four dots on the screen, and the remaining battery amount became zero. It rarely starts up without any problems. Tested with a known battery, and the video laryngoscope started without any problems with about 110 minutes of battery remain ing. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: mcgrath 3.6v battery 340-000-000 - 340-000-000 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. This report is based on information provided by the field/depot service center that received one device, but the customer refused the device to be repaired and evaluated. Therefore, the device was sent back to the customer unrepaired and unevaluated. It was reported that when using the handle of the video laryngoscope in combination with the battery, the screen did not display. The reported issue does not have enough information. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.